Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that on the morning of the call, the customer had transposed the carbohydrates and insulin units values when entering values into the pump, and subsequently over-delivered insulin. Blood glucose level lowered to 17 mg/dl. The customer drank grape juice. The customer's parent administered glucagon. However, the customer experienced a seizure and paramedics were called. A glucose injection and intravenous fluids were adminstered by paramedics. In addition, the customer also reported that a cartridge was noted to be leaking (no damage was observed on the cartridge) and an altitude alarm was received. The customer stated that the pump had become wet when the customer experienced a seizure. Several hours later, the altitude alarm had not cleared. The customer was instructed to remove moisture from the speaker vents and load a cartridge onto the pump. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.